Event description:
It was reported that during a fundoplication procedure, after a short period of usage the generator gave a warning. Instrument failure, it smelled burned of the instrument. They switched to a new instrument, and the rest of the procedure went smooth. No pt consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand -activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.